Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On 13th of april 2017 arjohuntleigh received a customer complaint where it was reported that during the patient transfer with maxi move lift and sling, resident slipped out of sling and fell to the floor. It was reported by the customer that un-commended movement of lift was noticed. The handset failure was reported. Resident sustained laceration as consequence and was hospitalized.

Manufacturer narrative:
(B)(4). Arjohuntleigh received a customer complaint where it was reported that during the transfer of resident with maxi move lift and sling, resident slipped out of sling when uncontrolled movement (lowering) of lift device caused by hand control was noticed. As a consequences resident sustained laceration on head required staples to close wound. An investigation was carried out into this complaint. When reviewing similar reportable events, we have not found other complaints related to slip out of sling when uncontrolled movement of lift device was noticed. It has been established that the lift device (maxi move) and the sling system was being used for patient handling at the time of the event. The involved lift was inspected after the incident by arjohuntleigh representative. It was possible to recreate the malfunction of the handset but it was not possible to recreate the rapidly lowering. The reported issue could not have been duplicated. The emergency stop and anti crush safety feature allowing to stop any un-commanded or unintended movement of the maxi move were functioning normally during the inspection. Based on the handset failure we can state that lift found to have not been in accordance to product specifications when the event took a place. A review of previous complaints, performed simulations and our product knowledge showed that there is no possibility of a person to slide out of the sling during on label use of the device. We were able to list a few factors that could contribute to a person sliding out from the sling, as following: a sling being used that is of a very inappropriate size (several sizes off). An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). A sling clip detaching or not being attached to the lift device before starting the transfer. A sling being used with no plastic support stays/stiffeners inside the head section of the sling, and the person being positioned into the most horizontal position. This situation would likely be aggravated and a slide out from the top of the sling facilitated, if the person was repositioned to the horizontal more quickly than normal or at an incline bigger than normal. Based on the information documented in the complaint file, the first above scenario as well as the last one is more in line with the event description. It should be pointed out that it was reported by facility that the patient slide out of the sling over the head support when unexpected movement of lift was noticed. It was informed by facility that a transfer sling large size with head support was involved in incident. However, it was not possible to allocate the sling. Additionally, it should be emphasized that based on the information regarding patient involved in the incident, inappropriate size of sling was used. The maxi move instruction for use (IFU) 25060.en contains crucial information: - warning: arjo slings with head support have two pockets located at the head section. These should contain plastic reinforcement inserts during use to avoid injuries. Always ensure that these reinforcement inserts have been placed inside the sling pockets before using the sling." - "maxi move shall always be handled by a trained caregiver and in accordance with the instructions outlined in this manual." Please note that the sling instruction for use contains the following warning: -"warning to avoid the resident from falling, make sure to select the correct sling size according to the IFU". It should be added that to prevent any uncontrolled movement caused by faulty parts, the user has several options to stop functioning of the device which includes: engaging the emergency stop button, removing the battery, removing the handset connection. As per the maxi move instruction for use: "stop button (red): in an emergency, if you have to immediately stop any powered movement (other than by releasing a handset control button or control panel button), press the stop button located on the control panel." Moreover, maxi move is equipped with an embedded automatic cut out feature which disables the down motion of the device when the spreader bar or stretcher is being lowered onto the patient or any other obstruction. From this evaluation, it would appear most likely that the event was caused by a few factors that could contribute to the event. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and choosing the appropriate size as well as model of sling and check the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On 13th of april 2017 arjohuntleigh received a customer complaint where it was reported that during the patient transfer with maxi move lift and sling, resident slipped out of sling and fell to the floor. It was reported by the customer that un-commended movement of lift was noticed. The handset failure was reported. On 18th may 2017, arjohuntleigh received information that the resident sustained a laceration on the head required staples to close wound. The resident was not hospitalized.